Manufacturer narrative:
Additional information can be found in the following sections: d1, d2, d3, d4, g4, g7, h2, h4, and h10. Correction to sections d1, d2, and d4: the initial MDR was reported against the incorrect type of suction irrigator as the primary product. The correct suction irrigator part number is 410299-03 and lot number is m10170518.

Event description:
Please refer to h10/h11 for additional information.

Manufacturer narrative:
The suction irrigator instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip of the suction irrigator instrument fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the suction irrigator fell into the patient. The customer was able to retrieve the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information; however, no further details have been received as of date of this report.